Event description:
Pt experienced introducer needle breaking and staying in abdomen after serting the infusion set. Customer used a serter and did not manually insert device. Pt went to hosp and had the needle removed surgically by making a small incision in his abdomen and removing the broken needle and soft cannula with a set of tweezers.

Manufacturer narrative:
(B)(4). After evaluating the device, no root cause could be determined. There are no indications that malfunction occurred due to quality issues. This failure has not been observed previously which led unomedical to raise a CAPA (B)(4). The complaint situation will be monitored closely to identify any similar complaints. Furthermore, the supplier of the needles have been asked to provide info regarding any similar incidents, that have been brought to their attention. Based on the data gathered at this point, unomedical considers it most unlikely that the malfunction was related to any failure of the infusion set to perform as intended and considers it most likely related to user error. However, due to the nature of this malfunction, as mentioned the situation will be monitored closely as described in the internal CAPA. Evaluation summary: one used device was returned for evaluation. Used device: the returned used device consisted of an introducer needle and a piece of this with soft cannula attached. The sample was inspected and it was noted that the breakage did not indicate that the needle had been manipulated or wiggled to a degree where it would break. Furthermore, the soft cannula had been cut through and severed from the remaining cannula placed in the cannula housing. Both cuts appear to have been done mechanically. Unused devices: no unused samples were returned for evaluation. Reference samples: the retained samples were examined and all 10 samples were within product specifications. No relevant deviations or similar complaints were found after reviewing the batch records and complaint database.